Event description:
A needle was utilized to access the lsc without difficulty and the wire advanced. The needle was removed. When physician tried to advance wire further into vessel physician could not. Upon an attempt to remove the wire guide, it began to unravel. The physician attempted to carefully remove the unraveling wire without breaking it. However, an x-ray confirmed a small portion of the wire had separated and was lodged within the muscle under the pt's left clavicle.